Event description:
The manufacturer received information of a service required code error. There was no harm or injury reported. During the evaluation at the manufacturer's service center, code e217 was found in the ventilator's downloaded error log. This code relates to proximal pressure sensor railed to maximum negative value. The system board was replaced to address the issue.